Event description:
The customer received a blood glucose reading of 169mg/dl on the contour next link meter and 30minutes later passed out. She was taken to the emergency room where she was given a glucose IV. Thirty minutes after that, a blood test was taken and her reading was 40mg/dl.the customer was asked to return the test strips for evaluation. Replacement strips and meter were sent to her.